Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported patient death remains unknown.

Event description:
Related manufacturing reference: 3005334138-2019-00417, 3005334138-2019-00418. Following an ablation procedure the patient expired. The cause of death is not known. There were no performance issues with any abbott device.